Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a follow-up report will be submitted.

Event description:
Received information that alleged pump stopped all insulin delivery.